Manufacturer narrative:
The patient remains ongoing with the implanted device and has been moved up on the transplant list. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing serous drainage from the distal end of the driveline. A computerized tomography revealed abdominal abscess. No alarms or pump issues reported at this time. The manufacturer was advised that a culture would be done of the drainage. Four days later, the manufacturer's clinical and technical representatives inspected the patient's drive line looking for wire breakages and strain relief distortion. A slight angulation at the distal tip of the strain relief was revealed which could suggest an entry into the silastic for serous drainage. A clamshell repair at the distal tip of the driveline was discussed, however, it was determined that it could potentially cause the serous drainage back up in to the patient. All options of a pump exchange were discussed and what procedure to take if the pump pocket was found to be infected, which was not yet determined conclusively. In addition, the surgeon also consulted with other surgeons regarding the situation and how to proceed. Currently, the patient remains in the hospital and has been moved up on the transplant list. A pump exchange is not planned at this time.